Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was having shortness of breath and irregular heart beat so she went to the hospital and had surgery, including electrocardio version with paddles. It was stated that the surgery was unrelated to the implant and the patient did not turn off the ins for it. The patient also mentioned that she noticed she was leaking a lot and later checked her ins and saw the power on reset (por) message. The patient stated that her next appointment was scheduled for next month. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had an appointment with their healthcare provider on 2010 (B)(6) to resolve the por message and leaking. However, they also noted that their procedure was on(B)(6) so it is likely that their appointment was on 2017 (B)(6). No further patient complications are anticipated or expected as a result of this event.